Event description:
It was reported that while doing a change out of the device, low lead impedance was detected. Impedance has been in the 200s since (B)(6) 2009. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.